Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft. Reportedly, at the initial procedure, the afx bifurcated stent graft was placed approximately 2cm below the renals. Approximately nine (9) years post initial procedure a type I endoleak with aneurysm enlargement was identified. Reintervention was completed with a full re-line using the ovation ix stent graft system. Seal was successful. Patient responded very well and was discharged. Additional information: clinical evaluation shows that the type I endoleak was confirmed to be a type ia endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the secondary endovascular procedure complaint is confirmed and the aneurysm enlargement complaint is unconfirmed. In addition, the type I endoleak is confrmed as a type ia endoleak. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being discharged home on the first post operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft. Reportedly, at the initial procedure, the afx bifurcated stent graft was placed approximately 2cm below the renals. Approximately nine (9) years post initial procedure a type I endoleak with aneurysm enlargement was identified. Reintervention was completed with a full re-line using the ovation ix stent graft system. Seal was successful. Patient responded very well and was discharged.